Manufacturer narrative:
One patient identifier does not contain enough spaces for entire ID. The entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated magnesium on ID (B)(6) of 8.5 mg/dl that repeated 2.2 mg/dl when processing on the architect c8000 analyzer. The account repeats all magnesium results above 3.5 mg/dl and uses a normal magnesium range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) determined the cuvette drying tip was "extremely dirty". The fsr replaced the dirty/contaminated drying tip, ran quality control and determined the system was running within specifications. The cuvette drying tip was determined to be the likely cause for the issue. An instrument service history review revealed two tickets were associated with discrepant ict results which were addressed by replacement or cleaning of ict specific parts and therefore not considered to have contributed to the issue associated with this ticket of discrepant magnesium result. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The monthly product monitoring review (pmr) showed the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review of the pmr found no systemic issues or adverse trends for the issue associated with this ticket of erratic/discrepant results. A review of historical data for the parts associated with this complaint revealed no adverse trend or nonconformities found for the cuvette drying tip. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. Including, but not limited to, the troubleshooting performed by the fsr for replacement of the cuvette drying tips. No product deficiency was identified.